Event description:
It was reported that during an open whipple procedure, the device was used. The first three-four firings went well. The stapler was clean following the IFU between firings. When attempting to reload the stapler with a tr45w the reload would not fit into the cartridge channel. The staff was unable to reload the stapler. The device was removed from the procedure and a new device was used. There were no patient consequences.

Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis showed that the device was received in good visual condition and with an unfired reload present. After further analysis, a pan was found lodged inside the channel of the device. The returned device was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device or an organ resulting in the cartridge to partially disengaging from the channel. The batch record was reviewed and no anomalies were noted during the manufacturing process.